Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Many heart failure patients will have permanent pacemakers and internal defibrillators in place by the time an lvad is implanted. These devices are often needed in the early postoperative period. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. The device labeling also warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that a patient in a rehab facility and the staff heard a high priority alarm. When they went to find out about the alarm, they found the patient unconscious and slumped in chair with the power disconnected. The power was reconnected power and the ambulance was phoned. The patient was found to be in ventricular tachycardia (vt). However, it was unknown if the vt or the power disconnect occurred first. The patient to the emergency where pump flows were 3.5.

Manufacturer narrative:
Heartware® ventricular assist system - controller 1.0. (B)(4) - controller / catalog number 1407au / expiration date: 31-aug-2017. Product not returned to manufacturer. (B)(4). The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Many heart failure patients will have permanent pacemakers and internal defibrillators in place by the time an lvad is implanted. These devices are often needed in the early postoperative period. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. The device labeling also warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. It was reported that the patient was found unresponsive  with both power sources disconnected. The pump and controller were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated pump and controller met all requirements for release. Log file analysis revealed a controller power up event on (B)(6) 2017 at 12:27:45. The data point prior to the controller power up event, at 12:07:16, revealed that (B)(4) was connected to power port 1 with 67% relative state of charge (rsoc) and (B)(4) was connected to power port 2 with 99% rsoc. The data point after the controller power up event, at 12:42:43, revealed that (B)(4) was connected to power port 1 with 64% rsoc and (B)(4) was connected to power port 2 with 98% rsoc. Maximum estimated pump off time was 20 minutes and 30 seconds. No alarms were recorded prior to the loss of power. A review of the logs also revealed that the pump's power consumption was within the expected operating range. Based on the available information, the most likely root cause of the reported event can be attributed to a disconnection of both power sources from the controller.   Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: (B)(4). If information is provided in the future, a supplemental report will be issued.